Event description:
(B)(6) MDR - it was reported that this lead was replaced after about 52 months due to oversensing. No adverse patient side effects were reported.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.